Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. The patient's attorney alleges that thirteen years post implant the patient "underwent an additional surgery to repair the hernia defect and remove the bard composix mesh." Patient medical records have not been provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2002 - the patient underwent surgery to repair a hernia. As reported, a bard/davol composix mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the bard composix mesh. The patient's attorney alleges the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix mesh.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. The patient's attorney alleges that thirteen years post implant the patient "underwent an additional surgery to repair the hernia defect and remove the bard composix mesh." Patient medical records have not been provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of explant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix mesh, patient had adhesions, hernia recurrence, mesh migration thereby underwent additional surgery for the repair of recurrent incisional hernia. Per op notes, "mesh is loose and emanating out of the subcutaneous tissue causing recurrent hernia within the mesh itself." The instructions-for-use supplied with the device identify adhesions as a possible complication. This supplemental emdr represents the composix mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2002 - the patient underwent surgery to repair a hernia. As reported, a bard/davol composix mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the bard composix mesh. The patient's attorney alleges the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix mesh. Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the explant of marlex mesh (device #1) and implant of composix mesh (device #2). Per operative notes, ¿the hernia sac appears to be more on the right of midline below the umbilicus. Patient with previous marlex (bard flat mesh ¿ device #1) apparently placed subfascially along the course of the previous midline incision. To the left of the midline, it appears to have been separated in the viscera, able to protrude anterior to the mesh in the midline and extend it over to the right side of the lower abdomen. A portion of the marlex mesh was removed. The mid transverse colon is attached to the marlex mesh at the superior aspect of the previous lower midline repair. A good portion of the previously placed mesh is removed (device #1), however, on the right side particularly where it is adherent to the fascia is left in place. A composix mesh (device #2) was placed with the marlex side toward the fascia and gore-tex toward the viscera. The omentum is attempted to be placed between the mesh and the viscera. The entire fascial opening is reinforced with this mesh and the long axis of the mesh placed vertically.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent additional surgery to repair the composix mesh (device #2). Per operative notes, ¿a dome of mesh which appears to be intact, but the mesh is loose and emanating out of the subcutaneous tissue causing recurrent hernia within the mesh itself. Opened the mesh in the midline, using mesh anterior to the underlying viscera and these were taken down. The mesh freed up bilaterally in the upper portion (device #2). Taking down the adhesions between the viscera and the mesh, the small bowel is intimately associated with the edge of the mesh throughout the entire lower 1/3 of the mesh. Carefully dissected the bowel off the mesh and in two locations actually took the mesh onto the bowel, as the bowel appears to be growing into the edges of the mesh where the prolene is exposed. There were multiple serosal injuries, there is no full thickness injury, there are also 2 layers where the mesh is still attached to the intestine. Bowel was resected and the defect was closed. Elected to trim the mesh bilaterally and reapproximate the mesh to itself in order to repair the defect. The mesh was trimmed bilaterally, removing approximately 3-4 cm on each side and closed the mesh (device #2) with a suture.¿ attorney alleges that the patient had adhesions, bowel perforation, bowel removal, mesh migration, mesh shrinkage, other organ perforation, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. The patient's attorney alleges that thirteen years post implant the patient "underwent an additional surgery to repair the hernia defect and remove the bard composix mesh." Patient medical records have not been provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum 1: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix mesh, patient had adhesions, hernia recurrence, mesh migration thereby underwent additional surgery for the repair of recurrent incisional hernia. Per op notes, "mesh is loose and emanating out of the subcutaneous tissue causing recurrent hernia within the mesh itself." The instructions-for-use supplied with the device identify adhesions as a possible complication. Addendum 2: h11: this supplemental emdr is submitted to correct the information captured in date of explant, annex f grid, annex b grid which was incorrectly updated in the previous supplemental emdr. Corrected fields: d.6b (date of explant). This supplemental emdr represents the composix mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1).

Event description:
The following is alleged by the patient's attorney: (B)(6) 2002 - the patient underwent surgery to repair a hernia. As reported, a bard/davol composix mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the bard composix mesh. The patient's attorney alleges the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix mesh. Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the explant of marlex mesh (device #1) and implant of composix mesh (device #2). Per operative notes, ¿the hernia sac appears to be more on the right of midline below the umbilicus. Patient with previous marlex (bard flat mesh ¿ device #1) apparently placed subfascially along the course of the previous midline incision. To the left of the midline, it appears to have been separated in the viscera, able to protrude anterior to the mesh in the midline and extend it over to the right side of the lower abdomen. A portion of the marlex mesh was removed. The mid transverse colon is attached to the marlex mesh at the superior aspect of the previous lower midline repair. A good portion of the previously placed mesh is removed (device #1), however, on the right side particularly where it is adherent to the fascia is left in place. A composix mesh (device #2) was placed with the marlex side toward the fascia and gore-tex toward the viscera. The omentum is attempted to be placed between the mesh and the viscera. The entire fascial opening is reinforced with this mesh and the long axis of the mesh placed vertically.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent additional surgery to repair the composix mesh (device #2). Per operative notes, ¿a dome of mesh which appears to be intact, but the mesh is loose and emanating out of the subcutaneous tissue causing recurrent hernia within the mesh itself. Opened the mesh in the midline, using mesh anterior to the underlying viscera and these were taken down. The mesh freed up bilaterally in the upper portion (device #2). Taking down the adhesions between the viscera and the mesh, the small bowel is intimately associated with the edge of the mesh throughout the entire lower 1/3 of the mesh. Carefully dissected the bowel off the mesh and in two locations actually took the mesh onto the bowel, as the bowel appears to be growing into the edges of the mesh where the prolene is exposed. There were multiple serosal injuries, there is no full thickness injury, there are also 2 layers where the mesh is still attached to the intestine. Bowel was resected and the defect was closed. Elected to trim the mesh bilaterally and reapproximate the mesh to itself in order to repair the defect. The mesh was trimmed bilaterally, removing approximately 3-4 cm on each side and closed the mesh (device #2) with a suture.¿ attorney alleges that the patient had adhesions, bowel perforation, bowel removal, mesh migration, mesh shrinkage, other organ perforation, pain, hernia recurrence and emotional injuries.